Manufacturer narrative:
D.9 updated as the introducer was returned for investigation. The investigation for the introducer damage. Mechanical has been completed. Impella pump was not returned. The 14 french introducer long sheath (25 centimeters) was returned for investigation. The introducer was visually inspected and sheath kink was observed on the sheath body. No other damages or abnormalities were found. The root cause of the introducer damage issue was an introducer sheath kink due to likely improper technique. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-11947 and should not have been. G.1 revised reporting contact fax number in accordance with updated procedures since the initial manufacturer device report 1220648-2024-11947 was submitted.

Manufacturer narrative:
The impella device was not received from the customer and thereforean evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 70-year-old female with a high risk of percutaneous coronary intervention and a need for a transcatheter aortic valve replacement (tavr) was implanted with an impella cp for mechanical circulatory support. It was reported that the impella cp failed delivery due to the 14 french sheath having been kinked. The sheath was removed and replaced, and the impella cp was successfully delivered. The impella cp was explanted three hours after the tavr procedure. No patient harm has been reported and the patient survived the event.